Event description:
Report received from the USA stating the device "would not turn on" when in use during a craniotomy surgery. No delay in surgery as there was another xmax available. No injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.